Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection occurred and vegetation was observed on the right atrial (ra) lead. The patient's implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.